Event description:
The patient could not adjust the stimulation. The device was in a power-on-reset condition and displayed a "call your doctor" icon. The patient had heart surgery 2-3 months prior and had not used the ins since then. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4)